Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the doctor complained that introducer needle hub has come out while ding central venous cannulation/catherization. Clinical consequences: the device was entirely removed and replaced with other company device. There was a delay in the therapy but no patient injury/harm/complication.

Event description:
It was reported the doctor complained that introducer needle hub has come out while ding central venous cannulation/catherization. Clinical consequences: the device was entirely removed and replaced with other company device. There was a delay in the therapy but no patient injury/harm/complication.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.